Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate across multiple cartridges. Customer continued to use the existing cartridge and declined further troubleshooting from tandem technical support. Customer¿s blood glucose level was 178 mg/dl.